Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue via tfs defect 540634. Many attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented

Event description:
It was reported that during an unspecified procedure, there was no image displayed on the ultrasound system. The user facility claimed that if they report no image, the catheter was inserted into the patient. The user replaced the catheter and the issue was resolved. No additional information was provided. Multiple attempts were made to obtain additional information regarding the reported phenomenon but without results.